Manufacturer narrative:
The device history record (DHR) for lot number 2405900113 was reviewed and no anomalies related to the reported issue were observed. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported issue. As such, a root cause could not be determined at this time. However, as a part of continuous improvement a corrective and preventative action has been opened to address the reported issue. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the 3.5 fr single lumen covidien umbilical catheter was defective. Per customer, there seems to be a problem with the luer portion of the catheter. When placing a negative pressure cap on the end of the catheter, the cap continues to spin and never "locks" in place and then is easily pulled off. There was no patient harm reported.